Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was completed by using another system at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Review of the logfile does not confirms the reported malfunction but shows a fault related to the hospital¿s mains power issue. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the pdu unit was not starting and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the pdu software was corrupt. To resolve the issue fse reinstalled the software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.